Event description:
It was reported that while using 3 biogx sars-cov-2 open system reagents for bd max¿ system incorrect label information was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. (B)(4).

Manufacturer narrative:
Investigation summary: the complaint investigation for incorrect labelled master mix pouches in the biogx sars-cov-2 osr assay (ref #444213) kit lot k21-020 was performed by biogx, product manufacturer. The investigation was performed by the review of the manufacturing records, review of customer¿s picture and by the complaint¿s history review. Customer reported that three n2 reagent pouches had orange foil reagent and provided pictures for investigation. The pictures show three pouches with n2 label containing reagent tubes with orange foil seals. Reminder the master mix tubes are color-coded: n1 tubes use orange foil seals and n2 tubes use red foil seals. Biogx confirmed that master mix pouches externally labeled as containing n2 tubes were containing n1 tubes. Biogx review of the manufacturing records indicated that this kit lot k21-020 was affected by a human error. A change of packaging site has contributed to a human error during the labelling process of master mix pouches. Biogx confirm the complaint based on the review of manufacturing record and the picture provided. There is an indication of an increase in complaints for incorrect labelling in the biogx sars-cov-2 osr product. The root cause of the customer issue was a human error during labelling process. Biogx product manufacturer has initiated a preventive and corrective action plan. Bd has initiated CAPA 2208364.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using 3 biogx sars-cov-2 open system reagents for bd max¿ system incorrect label information was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).